Event description:
In (B)(6) 2006, I had a hysterectomy with anterior and posterior repairs. Unknowingly a gynecare tvt mesh was implanted. Dr. (B)(6) recommended bladder lift, although I did not have any symptoms, and stated it was prevention since I had bladder prolapse and informed me (after I requested no artificial grafts be used), he would use dissolvable sutures only. I developed an abscess 1st month post op which required IV antibiotics. Following 9 months, I had several ER visits and admission with pain, uti's, fever, weakness and immune problems. I was forced to f/u with another surgeon, dr. (B)(6), due to dr. (B)(6) refusing to see me during any of my hospitalizations. In (B)(6) 2007, dr. (B)(6) performed exploratory lap surgery for severe escalating abdominal pain and noted "band" in vaginal upon exam. Adhesions were dissected from my(r) ureter, ovary and vagina, and band from vagina. At this point, I was still not informed mesh was implanted in me. Immediately following mesh implant and years to come, I was unable to void normal, had constant urgency, retention, blood in urine, uti's, bladder and vaginal pain, repeat prolapse and painful intercourse. Dr. Young had planned on performing needed repairs once I was healed. However in 2009, my husband and I relocated to (B)(6) area with his work. Before having another surgery, I knew I had to get my immune system stronger. I began to search for causes of constant fatigue, fibromyalgia symptoms and ongoing bladder problems. I changed my work hours from nights to days hoping that would help. I changed my diet without relief. Upon visit to an urgent care for uti and "frank" blood in my urine, I was told I needed hormones. I refused hormones and tried natural remedies without relief. I then saw a physician whom placed me on hormones without any relief of my symptoms. After trying multiple remedies, I started seeking a surgical consult to correct my bladder problems in hopes that would correct my other symptoms. After visiting 4 surgeons seeking answers and help, dr. (B)(6) informed me upon exam, I had vaginal mesh, anterior and posterior prolapse. On (B)(6) 2015 I had a 3rd surgery in hopes to remove mesh and correct problems. Robotic sacrocolpopexy was performed and I was informed mesh would not be used unless absolutely necessary. After surgery I was informed more mesh was needed due to a shortened vagina and the first mesh implant was completely incorporated into my bladder and could not be removed. I was reassured new mesh implanted was totally different than original mesh implant and without any complications. I am 9 months post op and having worsening symptoms and new severe symptoms related to 2nd mesh implant (restorelle y contour). Both mesh implants have severely compromised my health and life. I now have symptoms mentioned above along with bowel damage. I have no sensation to empty my bowels and have to manually empty daily. I have severe back and vaginal pain and now escalating symptoms of either reactive or rheumatoid arthritis and immune compromised. I have been forced to seek my own consults for dr. (B)(6) refusing to follow up with me and acknowledge my problems. I have had CT's, MRI's, indium scan, and numerous blood work. I am told there is mesh and or adhesions in my bowel, mesh in my vaginal, low iga levels, intestinal inflammation and ulcers worsening day by day. I am forced to seek mesh removal out of town due to lack of experience removing here. The waiting list for qualified physicians out of town is months. I have an appointment (B)(6) in hopes to have a 3d sono in (B)(6) to reveal mesh locations. There is no physician in (B)(6) that will perform 3d sono for mesh. I am a rn of 20 plus years and have had to educate myself on polypropylene. I cannot believe the lack of education, warnings and options I received, not to mention many physicians not wanting to get involved with mesh patients. My own experience has taught me all mesh is bad and should be taken off the market please!